Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was observed that the implantable cardioverter-defibrillator (ICD) exhibited noise oversensing on the atrial, right ventricular, and discrimination channels. The patient was noted to be pacemaker-dependent and had inhibition of pacing due to the noise. No inappropriate therapy received. The physician suspected the noise to be due to electromagnetic interference. The ICD was reprogrammed. The patient was stable throughout and will continue to be monitored.